Manufacturer narrative:
Date of explant was corrected from (B)(6) 2023 to (B)(6) 2023.

Event description:
Related manufacturer reference number: 1627487-2023-00482. It was reported the patient had his scs ipg replaced because the ipg was inoperable and their scs lead explanted due to ineffective stimulation. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. It was also determined the patient never received effective stimulation due to lead migration. As a result, the patient's ipg and leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.